Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 75.49 mcg/day via an implanted pump currently. The patient¿s new dose was 79.38 mcg/day. It was reported when the hcp accessed the pump she was expecting 11.5mls and got 30mls back. It was noted the hcp did have problems refilling the pump and could only get 30mls in the pump. It was also reported there were no issues in the logs. It was reviewed there could be an issue with the catheter and to consider doing a dye study and to follow-up with the managing doctor to properly check the catheter. It was noted the patient was on oral medications as well and would follow-up with the managing doctor. The event date was (B)(6) 2020 and symptoms included some discomfort around the pump. No further complications were reported.